Manufacturer narrative:
(B)(4). Product not yet returned.

Event description:
Consumer complaint of low blood results. Customer's mother states that her son fels well and requires no medical attention. Customer's expected blood results are 70-120 mg/dl fasting. Verified the strips expire 10/31/2017. Customer confirms the strips are stored properly and was first opened (B)(6) 2015. Customer's son was not available for blood test. Reviewed meter memory: r1 128 mg/dl fasting: no; r2 71 mg/dl fasting: yes; r3 50 mg/dl fasting:yes; r4 86 mg/dl fasting: no; r5 100 mg/dl fasting: no. No adverse event reported.